Event description:
Healthcare professional reported "capsular contracture grade IV, hardening, deformation, foldings axillar regions presents prolongments and presence of nodular image compatible with adenopathy, pain, deformation, nodular image solidum hypoechoic and regular borders 6x3mm" and "parenchyma with asymmetrical distribution and slightly augmented density, fibronodular aspect confirmed via mammogram". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, ¿axillar regions presents prolongments and presence of nodular image compatible with adenopathy¿, ¿pain¿, ¿nodular image solidm hypoechoic and regular borders 6x3mm¿ and ¿parenchyma with asymmetrical distribution and slightly augmented density and fibronodular aspect confirmed via mammogram.